Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four hours following gastrojejunal anastomosis on an open laparotomy, peritoneal and digestive hemorrhage were noted. This resulted to patient blood loss of one liter which required blood transfusion. Peritoneal bleeding was observed at four hours and subsequent digestive bleeding at 16 hours. Second, surgery was performed to repair bleeding with laparotomy and revision of bleeding for hemostasis which resulted to an extended surgical procedure for more than 30 minutes. The incision was extended more than one inch (2.54cm) and tissue damage was noted. This also resulted to extend patient hospitalization for five days. To resolve the issue, they performed revision line of staple line and coagulation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.